Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 688 mg/dl. The events leading to his hospitalization was vomiting and dehydration. The customer was experiencing unexplained high blood glucose for the past couple hours and it went from 90 to 500 mg/dl in two hours. The customer's most recent glucose reading was 74 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. Reviewed the programming and the date was incorrect. Ran a fixed prime test and passed. Found that the customer does not remove the reservoir plunger before filling. The customer also reported that the insulin pump alarmed motor error. Performed a displacement and self test and the test passed the tests. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.